Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history records review was completed for part# 314.23, lot# 4497347. Manufacturing location: (B)(6), release to warehouse date: nov 29, 2003. Review of the device history record(s) showed that there are potential issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Material review report was generated during manufacturing for the raw material certification received for 440a (astm a276) when 465 ph (astm a564) was expected. Product disposition for work in progress (wip; devices were to be used as is per the relevant document change order. A note was added to detail raw material condition; modified heat treat not to refer to es0223 (per the current standards) 60% cold drawn 465 ph. There was a change to the material type that did not affect the safety of efficacy of the device. Relevance to complaint condition cannot be determined until the product investigation completion. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while setting up for a percutaneous hip pinning case on (B)(6) 2018, it was discovered that the tip of the cannulated 4.0mm hexagonal screwdriver shaft appeared to be cracked while sitting in the graphic case. The scrub tech checked it by grabbing the end and pulled on it, and it came right off. The case was proceeded, and the surgeon put the screws in by using the regular hand screwdriver. There was no delay to the case and the case was successfully completed. There was no reported harm to the patient. This report is for one (1) cannulated 4.0mm hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).